Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump received a button error alarm while being out on holiday. Customer is using his holiday pump currently. Blood glucose value is 9.9 mmol/l. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.